Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead exhibited low impedance measurement due to an insulation damage. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was not confirmed, and the reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The cause of the reported event of low pacing impedance was due to internal shorting resulted from procedural damage.